Event description:
It was reported the tip of the bronchovideoscope was burnt and damaged. The failure occurred during a therapeutic procedure when the endoscope was inserted in a non-olympus tube sheath. The endoscopic diagnosis was: soft and hard endoscope combined with lower left bronchus, left upper lobe neoplastic snare, argon plasma coagulation (apc), holmium laser, and forceps removal. After the fault was found, the endoscope was immediately replaced to complete the procedure. The tip of the faulty endoscope was dislodged in the patient's body and was subsequently removed. It was reported the patient had burns to the trachea and the main bronchus. The patient's vital signs were reported to be stable and they were in the hospital under observation. The patient received subsequent medication and two bronchoscopies were performed prior to discharge to confirm that the patient's status had improved and the patient was discharged. Additional follow-up by the field service engineer (fse) reported that the patient was better than before and would continue to be observed in the future.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid endoscope was inserted into the patient's body to a depth of approximately 20cm. The endoscopic images showed no evidence of a fire. However, when the endoscopic images disappeared, the user withdrew the device and confirmed that the distal end was burned and missing. The device was observed to be burned near the 13cm insertion indicator on the rigid scope tube. The rigid scope tube became hot due to the burned scope, and the patient suffered burns to the main bronchus, which was approximately a 13cm depth into the body. The missing distal end of the device was retrieved from the patient¿s body using a replacement scope. Under normal circumstances, oxygen is administered at 30% concentration during the procedure. However, the patient¿s condition during the event required an administration of oxygen at 60% concentration. The patient was under anesthesia at the time of the event. No accessories were inserted into the device when the images disappeared. Neither an argon plasma coagulation (apc) or a holmium laser device was used at the time. Also, an energy device was not used between the endoscope and the rigid endoscope. The facility believes that an olympus device caused the event because the charged-couple device (ccd) was energized. Moreover, the scheduled procedure including the apc and the holmium laser was completed using the replacement scope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and the distal end was confirmed to be burned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the error (b30) occurred from the image abnormality (no image) due to the burning device. The distal end of the device was burned and the patient suffered burns to the main bronchus; however, the root cause of the adverse event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which states: ¿operation manual: 5.2 troubleshooting guide¿. This supplemental report includes additional information received from the customer. B5 updated accordingly. Also, an update has been made to h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.